Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. The insulin pump was unable to verify alarm due to button keypad anomaly. No frozen screen noted. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was frozen. The customer also reported the insulin pump reset. The customer stated they were performing a set change when the buttons froze and the unexpected restart alarm occurred after a battery change. The customer also reported the insulin pump was exposed to a rainstorm. It was also found the unexpected restart alarm occurred again after letting the insulin pump reset without a battery for 11 minutes. The customer's blood glucose was 129 mg/dl. The insulin pump will be returned for analysis.